Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is having issues with the left implant. It is bulging, throbbing and hot. The patient has to sit on her right side and it is painful. The patient said she probably first noticed it in november that it was bulging, then by the end of december she was consistently noticing it. It is very painful and she cannot even sit on it or she screams. The patient wants to get in contact with the manufacturer representative to see if they know where the doctor went or who they should go to. The patient's managing healthcare professional office closed down and was told she would be notified once the physician goes back into practice. No further patient complications are anticipated or expected as a result of this event.